Manufacturer narrative:
(B)(4). The device was returned and an evaluation was performed to investigate the reported alarm. A visual inspection was performed with no abnormalities noted. Leak testing, clamp function testing, and clear passage testing was performed with no issues noted. A simulated therapy was performed successfully using the returned device. Upon conclusion of the evaluation, the returned sample was determined to meet visual and functional product specifications. The evaluation was unable to duplicate the reported alarm. The cause of the system error 2267 could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error (se) 2267 alarm (air and fluid in set / line) occurred on the homechoice (hc) device during fill four of five. The home patient (hp) was connected at the time of the alarm. The care giver (cg) informed the technical service representative (tsr) that there were air bubbles in the lines coming out of the cassette. There was nothing unusual found during the troubleshooting that could have caused or contributed to the reported alarm. The tsr advised and assisted the cg in ending the therapy. The cg stated the hp would not restart therapy or use manual supplies that day. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.